Event description:
Boston scientific received information that during the tug test, at a routine replacement procedure, the coils along the terminal end of the pace and sense portion of this right ventricular (rv) lead were pulled back and the lead was fractured. The rv lead was abandoned surgically and replaced at this time. No additional adverse patient effects were reported during this procedure.

Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.